Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿up¿ arrow button was responding intermittently. Patient reported that the button issue started about 6 months ago and that there was no damage to the keypad. Patient denied that there was trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).